Event description:
It was initially reported through clinic notes provided by the physician that pt reported an increase in seizure frequency since (B)(6) 2010. On f/u with the physician's office, the nurse stated that the increase in seizures did not appear to be above baseline. The nurse seemed unsure with this statement. It has not been able to be confirmed by the physician if the increase in seizures were above or below baseline. Pt had a prophylactic generator replacement. The physician is replacing the generator because she felt pt was close to needing a new generator due to time of implant. Pt's last generator was replaced after 5 yrs and this generator has been implanted for 7 yrs. The generator has been returned to the MFR. Product analysis has been planned but has not occurred. Good faith attempts have been unsuccessful to date.